Event description:
The suture was used during a carotid graft. Reportedly, the needle broke causing tissue trauma and bleeding. The surgeon performed a re-operation 4 hours post operatively to correct the condition. The hosp has reported the pt's condition is satisfactory.